Manufacturer narrative:
All available information was investigated, and the reported arm positioner resistance, dc handle resistance, and noise were not confirmed via returned device analysis. The reported clip open inability, clip close inability, and improper or incorrect procedure or method could not be replicated in a testing environment. Additionally, the l-lock tabs were observed to be broken and the dc handle coupler was observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported arm positioner resistance, dc handle resistance, and noise were unable to be determined. The cause of the observed broken l-lock tabs and scratched dc handle coupler were unable to be determined. The reported improper or incorrect procedure or method was associated with the user using force retracting and advancing the dc handle. It should be noted that the mitraclip instructions for use (IFU) states ¿while flushing, release the dc fastener, retract and advance the dc handle to remove residual air from the lumen. Warning: do not use excessive force when pulling the dc (delivery catheter) radiopaque ring against the sleeve tip, while translating the dc shaft. It may result in device damage including distal tip embolization.¿ the reported clip open inability and clip close inability were likely a cascading event of the observed broken l-lock tabs. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received. During preparation, difficulty turning the arm positioner and resistance while advancing and retracting the dc handle was encountered. A noise was heard while attempting to open the clip arms.

Event description:
It was reported during preparation, the clip arms were unable to open and close on an xt clip. Therefore, the clip was not used and replaced. There was no clinically significant delay in the procedure. Additional information was received from the returned device analysis stating the l-lock tabs on the clip delivery system (cds) were observed broken.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.